Event description:
During a follow up call to the clinic peritoneal dialysis registered nurse (pdrn) on (B)(6) 2015 the pt was reported to have peritonitis and was hospitalized. It was reported by the peritoneal dialysis (pd) nurse that the peritonitis was due to touch contamination as the pt mentioned she was not doing her treatments consistently and may have been compliant in regards to sterile field. No dates were mentioned for any potential missed treatments. The pt was admitted to the hosp on (B)(6) 2015 and was in the hosp for peritonitis as of (B)(6) 2015 and discharged on (B)(6) 2015. The pdrn did state that she is currently receiving effective treatments and did not feel the hospitalization was product related.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation and review of avaiable medical records.